Event description:
It was reported by service report that nurse call was not working. The customer could not determine whether there was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: bent pins on communication cord.